Event description:
It was reported that during implant, the right ventricular (rv) lead was attempted through a tortuous vessel and the helix was extended and retracted several times. The rv lead was removed and the helix would not extend once it was outside the body. The rv lead was not implanted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. It was also noted that the visual summary analysis of the lead indicated damage at implant. (B)(4).